Event description:
It was reported that during insertion of the spring wire guide, resistance was encountered after 4 cm was advanced into the vein. It appears that the physician withdrew the wire guide slightly, and then withdrew the wire guide and needle together. The wire guide began to unravel and a small piece separated and remained in the vessel. It was decided to leave the small piece of wire in place, since it was felt it would not present a problem for the pt.